Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (abb tactile changes w/moisture) issue.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.device evaluation: the device has been returned and evaluated by product analysis on 22-feb-2019 with the following findings:.on examination, there was no damage to bolus button. The bolus button responded to presses appropriately. There was no evidence of moisture in the battery compartment. Investigation did not duplicate the complaint. Unrelated to the original complaint, leak testing revealed the pump had a leak at the battery compartment. The pump was opened; moisture damage was found on printed circuit board inside the pump.